Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), arthralgia ("joint pain"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), back pain ("back pain"), rash ("rashes") and hypersensitivity ("allergic type reaction"). The patient was treated with surgery (underwent surgical removal of device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, arthralgia, nausea, abdominal pain lower, abdominal distension, back pain, rash and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, hypersensitivity, menorrhagia, nausea, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: higher region of fallopian tubes/ migration of essure device location of device: higher region of fallopian tubes') and salpingitis ('chronic salpingitis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy (uterine fibroid) in (B)(6) 2008, esophagitis, uterine fibroid, head pressure, gastritis, multigravida, parity 2, hypercholesterolemia, dyslipidemia, dyspepsia and dyspnea. Concurrent conditions included rhinitis allergic (due to allergen) since 2005, gerd, osteoporosis, bee sting hypersensitivity, hyperlipidemia, osteopenia, hiatal hernia, acute maxillary sinusitis, enteritis infectious, ankle sprain, insomnia, onychomycosis (fungal nail treatment), parotid gland enlargement, tick bite, shoulder pain, stress, itchy eyes, skin lesion, hypermenorrhea, hyperlipidemia, uterine bleeding, dysfunctional uterine bleeding, sleep disturbance, hot flushes, diarrhea, microscopic hematuria, urosepsis, burning micturition, urethral stricture, irregular menstrual cycle, pain sacroiliac, papanicolaou smear abnormal, endometriosis and adenomyosis. Concomitant products included cetirizine hydrochloride (zyrtec) since 2005, ciclosporin (restasis) from 2012 to 2017, epinephrine (epipen) since (B)(6) 2017, ferrous sulfate from (B)(6) 2018 to (B)(6) 2018, ibuprofen since 2009 to (B)(6) 2018, mometasone furoate (nasonex) since (B)(6) 2013, montelukast from (B)(6) 2015 to (B)(6) 2017, paracetamol (pain relief) since (B)(6) 2008 and terbinafine hydrochloride (lamisil) from (B)(6) 2015 to (B)(6) 2015. In (B)(6) 2008, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence, urinary frequency") and pollakiuria ("bladder or urinary problems or changes: stress incontinence, urinary frequency"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") with dry mouth and arthralgia, dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and renal pain ("pain kidney region"). In (B)(6) 2008, the patient experienced abdominal distension ("bloating"), migraine ("migraines"), headache ("headaches") and flatulence ("gas"). In (B)(6) 2008, the patient was found to have blood oestrogen decreased ("hormonal changes describe: low estrogen symptoms") and weight increased ("weight gain"). In (B)(6) 2008, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced dry eye ("painful dry eyes") and eye pain ("painful dry eyes"). In (B)(6) 2008, the patient experienced arthralgia ("joint pain"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren-like symptoms (dry eyes, dry mouth, joint pain)") and gluten sensitivity ("gluten intolerance"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2010, the patient experienced rash ("rashes/ rashes or skin conditions type: rash") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, salpingitis (seriousness criteria medically significant and intervention required), back pain ("back pain"), hypersensitivity ("allergic type reaction") and visual impairment ("vision problems"). The patient was treated with antibiotics, doxycycline, lorazepam, tinidazole and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, salpingitis, abdominal pain lower, back pain, hypersensitivity, sjogren's syndrome, allergy to metals, gluten sensitivity and visual impairment outcome was unknown and the menorrhagia, arthralgia, nausea, abdominal distension, rash, vaginal haemorrhage, stress urinary incontinence, pollakiuria, dysmenorrhoea, fatigue, blood oestrogen decreased, urinary tract infection, migraine, headache, dry eye, eye pain, weight increased, flatulence, alopecia and renal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, blood oestrogen decreased, device dislocation, dry eye, dysmenorrhoea, eye pain, fatigue, flatulence, gluten sensitivity, headache, hypersensitivity, menorrhagia, migraine, nausea, pollakiuria, rash, renal pain, salpingitis, sjogren's syndrome, stress urinary incontinence, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Date of birth reported as 05jan1936. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Computerised tomogram - on (B)(6) 2016: essure device is visualized. X-ray - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, abdominal pain, arthralgia, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: malposition of essure device location of device: higher region of fallopian tubes/ migration of essure device location of device: higher region of fallopian tubes, abnormal bleeding (vaginal), autoimmune disorder type of disorder: sjogren-like symptoms (dry eyes, dry mouth, joint pain), bladder or urinary problems or changes: stress incontinence, urinary frequency, dysmenorrhea (cramping), fatigue, hormonal changes describe: low estrogen symptoms, urinary tract infections, migraines, headaches, nickel allergy, painful dry eyes, weight gain, gas, hair loss, gluten intolerance, pain kidney region,vision problems. Events per mr: chronic salpingitis. Medical history, concurrent condition, concomitant medication and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), arthralgia ("joint pain"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), back pain ("back pain"), rash ("rashes") and hypersensitivity ("allergic type reaction"). The patient was treated with surgery (underwent surgical removal of device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, arthralgia, nausea, abdominal pain lower, abdominal distension, back pain, rash and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, hypersensitivity, menorrhagia, nausea, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.